Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient developed a hole in the skin over the scs ipg site. Reportedly, as a precaution the patient's physician prescribed oral antibiotics out of concerned for infection, and referred the patient to a surgeon for a consult. Follow up information received indicated the patient's scs system was removed.